Event description:
Additional information received reported that the cause of the event was unknown, but the health care provider (hcp) "doubted that it was secondary to an MRI". It was unknown if there were abnormal impedances because, the patient cancelled their appointment with the hcp to evaluate. The patient's signs and symptoms associated with the event were "increased falls and freezing". It was reported that the patient did not require hospitalization. The patient outcome was reported as "recovered without sequela". It was noted that the patient cancelled their follow up appointment as she had reported that the symptoms resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had an MRI on (B)(6) 2013. It was stated that the patient had a left placement of a deep brain stimulator and the MRI was required left placement. It was stated that the patient felt as though "her toe was walking more and she was having extreme body movement since MRI". It was reported that the day before the report the patient was "off balance" and she had a number of falls. The patient was unable to verify if stimulation was on. It was stated that the patient was going to get battery and call back to verify stimulation was on. The patient found batteries for the programmer. It was stated that the implantable neurostimulator (ins) was on and the ins had a "full battery". The stimulation was at 3.00v.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v902684, implanted: (B)(6) 2012, product type: lead. (B)(4).